Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty inductor on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing reproduced the reported malfunction. Please reference medwatch report 1220908-2016-00485 for a similar event on a different patient reported from the same customer.